Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and found that foreign matter was attached at two places on the surface of the distal end of the subject device and one at the back of the forceps elevator wire, for a total of three places. Also there were no abnormality and no clog of the foreign material inside of all channels in addition, from the information from the facility, it was found that the cleaning method at the user facility is different from what is described in the instruction manual. Therefore, omsc presume that the cause of the reported phenomenon is the insufficient cleaning of the subject device by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; april 24th, 2020; distal end: candida albicans. Second time; may 22th, 2020; distal end: candida albicans (220 cfu/ml). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 and oer-5, using peracetic acid. The user used the subject device for 69 patients between the first and second culture tests. There was no report of infection associated with this report.